Manufacturer narrative:
Patient information was not available. (B)(6). No parts have been returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a tumorectomy. It was reported that the reference frame had recognition failure when it was used in the sterile field. The navigation was aborted to complete the procedure. There was no patient harm and the procedure was not delayed.